Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that a puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, the proglide device did not perform well; a suture problem occurred. Two additional proglide devices were used with the same results. Hemostasis was achieved surgically. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning but has now been reported as not returning because it was discarded at the site. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted with three proglide devices using a 6f sheath after percutaneous transluminal angioplasty. Reportedly, suture breaks occurred with all three proglide devices. A surgical cutdown was performed to achieve hemostasis.